Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab (pal). Accuracy test failed with the original piston foam; however, accuracy test passed with test article foam. Temperature confirmation test passed. An inspection of the door assembly revealed deteriorated piston foam. The assignable cause for the rite issue was determined to be deteriorated piston foam. Device will be sent to servicing.

Event description:
The product analysis laboratory (pal) determined the homechoice (hc) machine system failed rite (returned instrument test/evaluation) testing due to a rite - therapy monitored volume failed performance specification. Rite test failure was found by service personnel during evaluation, no patient was involved. No additional information available.